Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip broke. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: tip of flowport cannula broke off during use. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the tip broke. All pieces were retrieved.